Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that connector pin broke off of the desktop charger cord. A replacement desktop charger was sent. Patient also reported that they were not sure if the ins battery went dead. Patient reported they were feeling stimulation the other day but was not feeling stimulation on the day of the report. Patient was trying to charge the ins. Patient services reviewed with patient how to start a recharging session. Patient reported 8 coupling bars and reported ins battery was blinking "probably a quarter". Patient services also reviewed with patient that in order to turn stimulation back on, if ins did deplete, patient will need to charge ins to 25% first. Patient noted they could feel stimulation during the call. No further complications were reported as a result of this event.